Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
The patient underwent an interbody fusion procedure with placement of an optimesh device without incident. Approximately one (1) year later, the patient returned and imaging showed partial posterior migration of the implant.